Event description:
It was reported to philips that the system was unable to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and identified that the suite pc was not booting up and found issue with suite pc software. The fse reloaded the suite pc software and restored backup. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.